Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, damage to the catheter's distal tip/ catheter shaft was identified. Inspection of the distal tip revealed the steering wire (and/ or electrode wire) to be dislodged and protruding from the catheter sheathing. No further relevant visible damage was observed. The catheter handle, deflection thumb-knob, and electrodes appeared intact. The catheter failed the curve and planarity specifications. The inspection results determined that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution,.including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. -avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - do not insert or withdraw the catheter without straightening the catheter tip. Storage and handling - prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that catheter tip was not deflecting and that it was possibly bent. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.